Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
Pump went faulty during operation . Just replaced pump from one hl-20 and case was completed. Error display "err. Head" no patient was involved. (B)(4).

Event description:
Internal reference- (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The concerned pump was received and failure error head could be confirmed on rpm by maquet laboratory. The bottom plate of the rpm was dismounted to get to the belts, which were cut and laying inside lose. New belts were mounted and adjusted, as well as the pump speed was adjusted. Pump was tested 1-2 hours in different speed and rotation directions and also against the direction of the rotation. Further it has been tested in all available sets. Visual and optical tests were performed and no damages or twisted belts could be observed. Thus the failure could be confirmed. Most possible root cause for the head error is torn belts as the measured values form the head tacho and the encoder (potentiometer in the front panel) do not match. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.